Event description:
Additional event of "heavily calcified capsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particles on the shell and red biological tissue.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and exchange due to concern with the product.

Event description:
Healthcare professional reported left side exchange due to concern with product and capsular contracture, baker grade iii. Device remains implanted.